Manufacturer narrative:
Analysis found that a partial connector portion of the lead was returned in one piece measuring 24.6 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Related manufacturer report number: 2017865-2019-15844, related manufacturer report number: 2017865-2019-15846. It was reported the patient expired on (B)(6) 2018. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.